Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from the healthcare provider (hcp), via a company representative, regarding a patient who underwent an intraoperative procedure on (B)(6) 2016 to revise the previous catheter (see manufacturer's report number 3004209178-2016-01186). Indications for use included spinal pain. The drug associated with the catheter was reported as bupivacaine at 40 mg/ml (no additional drug details were reported). On (B)(6) 2016, during the operative procedure the new catheter slid though and all the way off the anchor; it was "not really anchored in the anchor after the anchor had been deployed" and a new anchor was utilized. No patient symptoms were reported. Additionally, it was noted that the hcp initially pushed the new catheter tip up too high in the intrathecal (it) space and it had to bring it down. Additional information regarding associated patient symptoms, additional interventions, causality, and resolution of the "catheter was located too high" event, as well as any troubleshooting, actions/interventions taken, and causality related to the catheter sliding out of the anchor was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was later received from the health care professional indicating that to clarify on what was meant by indicating that the catheter was located too high, it was noted that the catheter broke between the butterfly connector and lumbar skin. Troubleshooting performed related to the catheter sliding out of the anchor was noted as pumpogram. Actions taken to resolve the issue was placing a new catheter. The cause of catheter sliding out of the anchor was not determined